Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received two medical grade power supplies (mgps) involved with this complaint and completed the evaluation. Failure analysis (fa) investigations of the returned power supply units confirmed the customer reported complaint ¿errors 417 and 418 on the system¿. The power supply switcher unit was returned under (B)(4) for failure analysis and the reported failure was replicated and confirmed. The unit was installed to the printed circuit assembly (pca) xi system and error 417 and 418 were observed on start-up. The fan was found to be dirty. The probable root cause was attributed to component failure. The power supply switcher unit was returned for failure analysis and the reported failure was replicated and confirmed. The unit was installed to the printed circuit assembly (pca) xi system and error 417 was observed on start-up and the fan stopped working. The probable root cause is attributed to component failure.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection surgical procedure, the customer called an intuitive surgical inc. (Isi) technical support engineer (tse) and reported a "psc is running on battery" message on the da vinci system. After a system reboot, the patient side cart (psc) was charging again. The tse reviewed the logs and confirmed a defective redundant power supplies on the psc which may be causing the power off. Error 417 is systematically occurring at startup on psc 2. When error 418 occurs on psc 1 during the same power cycle error 817 is triggered. The procedure was completed with no report of patient harm.

Manufacturer narrative:
Based on the claim by the customer involving a patient side cart (psc) running on battery, an investigation was completed to determine the cause of this reported event. The customer power cycled the system to resolve the reported problem. An intuitive surgical inc. (Isi) field service engineer (fse) went on-site to investigate the issue. The fse confirmed errors 417 and 418 on the system at startup. The fse replaced two medical grade power supplies (mgps). Isi has not received either mgps. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. This complaint is considered a reportable event due to the following conclusion: the psc was running on battery and the fse went on site and confirmed the reported problem and replaced the battery power supplies to resolve the issue. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.